Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as the attendant performed continuous ambulatory peritoneal dialysis (capd) therapy without proper training. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection reflin and injection fortum, intraperitoneally (ip) (1 gram/day/night dwell) for peritonitis. At the time of this report, the patient was recovered from peritonitis. Pd therapy was ongoing. It was not reported if the patient was retrained in proper aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.